Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found released from the capture coil; therefore, the event cause could not be determined. (B)(4).

Event description:
Treatment of a right ica (internal carotid artery) aneurysm measuring 7mm. During pipeline deployment, it was reported that the pipeline could not be released from the capture coil and was removed from the patient. No injury was reported with the patient as a result of the procedure.